Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal was out of deployment tube and cracked. The tension spring components were still loaded in the deployment tube and the tension spring components have been pushed forward by the plunger. The failure that the seal did not deploy is confirmed. A lot history record review was completed for the product, there was no non conformance associated with the lot number.